Event description:
The international philips field service engineer (fse) reported a ventilator experienced a keypad failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The reported issue was with the alarm led not working that was found during preventative maintenance (pm). Therefore, this complaint no longer meets reportability requirements.